Manufacturer narrative:
(B)(4). (B)(6). This is a report of a use error, where home patient bypassed both a drain and fill cycle. The homechoice and homechoice pro apd systems patient at-home guide gives instructions on how to bypass the drain phase. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient (hp) bypassed both a drain and fill cycle. The hp was connected at the time of the event. This occurred during dwell 4 of 4 of peritoneal dialysis therapy. Proper procedures were reviewed with the customer. The technical service representative (tsr) explained that the homechoice (hc) was unable to get back to fill and advised that the hc would continue on as normal, but would miss fill 4 of 4 as the hp had bypassed. There was no patient injury or medical intervention associated with this event. No additional information is available.